Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose. Blood glucose reading was 2.2 mg/dl. Customer stated that insulin pump was over-delivering. The customer performed the troubleshoot for the low blood glucose. Customer was assisted with programming pump. The pump will not be returned for analysis